Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)') in a female patient who had essure (batch no. 641431) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and psychological trauma ("psych injury"). The patient was treated with surgery (surgical removal of coils). Essure was removed on (B)(6) 2009. At the time of the report, the uterine perforation, pelvic pain and psychological trauma outcome was unknown. The reporter considered pelvic pain, psychological trauma and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2009: result: unavailable. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff information form received. The case was upgraded from non-serious incident to serious incident. Previously reported unspecified event ¿injury¿ was updated to more specified events¿ uterine perforation, pain and psych injury¿. Essure removal date, lot number was added. Lab data was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus) / essure device is not in the tubes') and fallopian tube perforation ('small tip seen perforated through at the junction of the tube') in an adult female patient who had essure (batch no. 641431,627743) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure ablation and hysteroscopy". The patient's medical history included menorrhagia, multigravida, parity 3, endometrial ablation and dysmenorrhea. Concomitant products included bupropion hydrochloride (wellbutrin). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and psychological trauma ("psych injury"). The patient was treated with surgery (surgical removal of coils and laparoscopy tubal ligation with removal of essure devices). Essure was removed on 9-(B)(6) 2009. At the time of the report, the uterine perforation, fallopian tube perforation, pelvic pain and psychological trauma outcome was unknown. The reporter considered fallopian tube perforation, pelvic pain, psychological trauma and uterine perforation to be related to essure. The reporter commented: 2 coils extending. The essure device on the left aspect was seen attached to the posterior uterine wall at the area of the junction between the tube and the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: result:no evidence of contrast-filling fallopian tubes.. Lot number: 627743 manufacture date: 2008-07 expiration date: 2010-07. Lot number: 641431 manufacture date:2009-05 expiration date: 2012-05. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 23-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus) / essure device is not in the tubes') and fallopian tube perforation ('small tip seen perforated through at the junction of the tube') in an adult female patient who had essure (batch no. 641431,627743) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure ablation and hysteroscopy". The patient's medical history included menorrhagia, multigravida, parity 3, endometrial ablation and dysmenorrhea. Concomitant products included bupropion hydrochloride (wellbutrin). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and psychological trauma ("psych injury"). The patient was treated with surgery (surgical removal of coils and laparoscopy tubal ligation with removal of essure devices). Essure was removed on (B)(6) 2009. At the time of the report, the uterine perforation, fallopian tube perforation, pelvic pain and psychological trauma outcome was unknown. The reporter considered fallopian tube perforation, pelvic pain, psychological trauma and uterine perforation to be related to essure. The reporter commented: 2 coils extending. The essure device on the left aspect was seen attached to the posterior uterine wall at the area of the junction between the tube and the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: result:no evidence of contrast-filling fallopian tubes. Lot number- 641431, 627743. Most recent follow-up information incorporated above includes: on 6-may-2021: medical record received: events: fallopian tube perforation, medical device monitoring error were added. Reporter information, medical record, lab data, lot number, concomitant medication and rcc were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.